Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation. See scanned page.

Event description:
Acl was performed on 5/11/07. Patient complained about pain early in july 2007, with swelling over the scar, which resolved spontaneously after one week.